Event description:
St. Jude medical, daig division, received limited info indicating that a pt in their sixties required surgery due to a torn arteriotomy which apparently occurred during insertion of a maximum hemostasis introducer sheath. The physician made an add'l attempt to insert a large sheath which tore the arteriotomy further. The cardiac procedure was aborted and manual pressure was held for approximately 45 minutes until the pt was taken to the or for surgical repair. The pt is recovering. Several unsuccessful attempts have been made to discuss this incident with the physician to confirm the info provided. There is no further info available at this time. Should add'l info become available, a supplemental medwatch report will be submitted.